Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007 inratio: 1.7 lab: 2.3. Caller alleges imprecision with inratio. Results as follows: first test inr = 3.4 (evening). Second test inr = (next morning).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 1.7, lab 2.3, mean 2.0, confidence limits 1.3 - 2.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Strip lot used was 070383. Both inratio and lab values are within the confidence limits for inr testing for the data set of the same day. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Inratio precision data provided by end-user lot: 070383. First test inr = 3.4 (evening), second test inr = 1.7 (next morning), mean = 2.60 ; sd = 1.2; %cv = 47.1%. The %cv is greater than 20%. The readings were performed hours apart. The readings would be considered valid if tested 3 hours or less. As a result, these comparison results are invalid. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.